Event description:
The procedure was venous reconstruction, implanting seven smart stents. After venoplasty of the 14 x 80mm smart stent, significant recoiling (which has been represented as "other" under f10 device code) was observed. Subsequently, approximately 10 minutes thereafter, the physician repeated the venoplasty using an atlas 12mm x 4cm balloon, which was inflated up to 15-17 atmospheres for about a minute. The smart stent recoiled again to almost the size it was prior to deployment (i.e. When it was still in the delivery system), and then it re-expanded to approximately about 8 mm. During this time, the physician indicated that the balloon was not re-inflated and he had negative pressure on the balloon the entire time during the deflation.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info has been requested and will be submitted within 30 days upon receipt.